Event description:
Loss of integration. It was reported that the implants lost integration and were removed. Per indicated: loss of integration. Additional appointment required: none reported. Symptoms as a result of the event: none reported.

Event description:
Loss of integration. It was reported that the implants lost integration and were removed per indicated: loss of integration. Additional appointment required: none reported. Symptoms as a result of the event: none reported.